Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter, described as ¿paper notes¿, was found inside a bd plastipak¿ syringe. The device was not used and there was no report of serious injury or medical interventions.

Manufacturer narrative:
Investigation summary: no sample nor picture has been received for investigation. DHR of lot 1709235 has been reviewed not finding any annotation or deviation regarding the alleged defect. Equipment of manufacturing line is regularly cleaned according to procedure. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, and no sample has been received for investigation, the root cause of the non-conformance cannot be determined. Based in severity and occurrence not formal CAPA is required according to internal procedure.